Event description:
Elastomeric pump was leaking. No medication was flowing to the pt catheter. The pump was in the supplied pouch, the pouch was soaked with fluid and a pool of fluid collected underneath on the floor. The device is "filled" with medication by (B)(4). Dates of use: (B)(6) 2015. Diagnosis or reasons for use: peripheral nerve block for pain of rib fractures.